Manufacturer narrative:
The event of infection(unknown onset) is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter. Therefore, additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported, "infection, wound problems. Change shape/size/style, ptosis" via the national breast implant registry (nbir). This record is for right side. The device has been explanted.